Event description:
It was reported that during the implant procedure the physician had placed the lead in the right atrium (ra) under fluoroscopy twice, with subsequent dislodgement. It was noted that the physician was questioning of a possible issue with the helix. The lead was removed and replaced with a passive fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.